Manufacturer narrative:
Investigation evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted: the device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) was tight, and the collet knob was tight and secure. Visual inspection notes a bend in the basket sheath between 54 cm to 55.5 cm from the distal tip, a bend in basket sheath 4 mm from the distal tip, and slight resistance at the bend when actuating. Functional testing noted the handle actuates the basket formation to the open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions users should be familiar with and experienced in urological endoscopic surgery. Assess calculi or other foreign bodies prior to instrument deployment to ensure that object is not too large to be removed through the anatomy. If resistance is encountered while attempting to remove calculi or other foreign bodies, release the object. Do not exert excessive force on the device. Due to the asymmetric nature of the ntrap, do not torque or rotate the device in vivo. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have resistance felt when opening and closing the basket. Visual inspection of the device found the sheath was bent in two locations: approximately half way along its length and also near the distal tip. The basket would fully open and close when the handle was functioned, but the bends in the sheath were likely causing the resistance that was being felt. The provided information indicated that the device functioned normally 2 or 3 times before the issue was noted. This makes is likely the damage to the sheath occurred during use. The IFU does contain a caution that excessive force may damage the device. Although a most probable cause for the observed damage could not be determined, it is possible that user technique and/or patient anatomy may have been factors. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported that during a transurethral lithotripsy (tul) procedure involving a patient of unknown gender and age, resistance was experienced when opening and closing the basket of the ncircle tipless stone extractor. After using the device "under the flexible ureteroscope 2 or 3 times" the physician states that "more resistance than usual" was felt. A similar device was used to complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.